Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device is turning on while in off mode. There was no patient involvement.